Event description:
A malfunction was reported on the pump, with no notable events occurring prior to this issue. There was no adverse impact on the customer's blood glucose level. Customer technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the pump was reset, and the customer was advised to continue using the pump and to call back if any further issues arise, which the caller acknowledged and understood.